Event description:
It was reported that the implantable cardioverter defibrillator (ICD) associated with this right ventricular (rv) lead could not be interrogated despite troubleshooting aided by a boston scientific technical services (ts) consultant. The device had previously issued a battery capacity depleted notification. Ts recommended device replacement. It was reported that the device had delivered multiple inappropriate shocks and had issued a code 1005. This code is indicative of an open shock lead condition. This lead and the device were explanted. No additional adverse patient effects were reported.